Event description:
As reported, the tip of a amplatz extra-stiff support wire guide was discovered "broken/snapped" when removing the device from the packaging. No damage was observed to the device packaging. A new device was used to complete the endovascular therapy procedure. No adverse effects to the patient have been reported as a result of this occurrence.

Manufacturer narrative:
PMA/510(k) #- k171764. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Correction- b1, h1, h6 (annex a): upon receipt of clarifying information on 16mar2022, the tip did not separate and and there was no protrusion of the mandril. There is no evidence to suggest that the reported device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury took place, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received 16mar2022. The wire guide did not separate, and the mandril did not protrude.